Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as vomiting, very thirsty, can't think straight, confused, tired, can't function and unable to stay awake and was treated with manual injection and pump. The customer's blood glucose value was 500-600 mg/dl at the time of the incident and the current blood glucose was 218 mg/dl. The customer blood glucose was dropped to 80mg/dl and sometimes dropped to 30 mg/dl. The customer was advised to call back to continue troubleshooting or provide more information on the high blood glucose levels. The pump will not be returned for analysis.